Event description:
Primary surgery: during surgery and placement of the baseplate the baseplate broke.

Manufacturer narrative:
This complaint was reporting a device failure during a primary shoulder surgery. The healthcare professional indicated there was a 1 hour delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. (B)(4). The product was returned to djo in two pieces for inspection. One piece is the porous-coated flange of the rsp baseplate, including the morse taper and approximately one thread turn of the screw. The second piece is the remainder of the screw embedded with some bone in the end of an extraction tool (not a djo instrument). The exposed threads near the tip are in very good condition, suggesting that the screw did not impinge on another implant or instrument as it was being driven into the glenoid. The photographic inspection shows the fracture surface on the baseplate end. The concentric striations in the fracture surface indicate the screw ultimately failed in torsion. However, the striations are concentric about a point that is shifted somewhat from the screw's central axis. This suggests the screw may have initially begun to fracture on one side in a bending mode, then as torque was applied to the weakened screw, it continued to fail in torsion. On the broken center screw, the presence of bone right up to the fracture suggests the rsp baseplate was only a couple of turns from being fully seated when the failure occurred. The surgeon may have been trying to steer the screw onto a slightly different trajectory by applying a lateral load to the driver, but since most of the thread was already deeply into bone, the center screw became loaded beyond its material strength just above the bone surface. The center screw feature was removed from the extractor tool by clamping the exposed threads in a vise, and unthreading the tool. The thread damage near the tip is due to the clamping force of the vise. The thread damage beginning approximately four threads from the tip is due to the extractor tool, which has an internal reverse thread to bite into the broken screw segment and back it out from the bone. The same concentric striations can be seen on the fracture surface of the screw end. The root cause identified is the rsp baseplate's center screw feature failed in torsion during initial implantation. There is some indication that the fracture may have initiated in a bending mode, which weakened the screw enough to subsequently fail in torsion. The surgeon may have been attempting to steer a new trajectory for the screw once it was mostly seated. Other factors that can lead to excessive torque being applied, and can result in failure of the screw feature, include hard bone, or incomplete drilling. There was no information reported that evidences a material, design, or manufacturing problem with the product.